Event description:
It was reported that when the device was used during a laparoscopic sigma procedure, the device did not fire. Opened another device to complete the case. There was no consequence to pt.